Manufacturer narrative:
Correction: e1 for missing hospitalization information.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.